Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not shock during a code. Another defibrillator was used to treat the patient. The patient expired.